Manufacturer narrative:
J&j medtech is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which j&j medtech has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, j&j medtech or its employees that the report constitutes an admission that the device, j&j medtech, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Investigation summary no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: sharareh b, whitson aj, matsen fa 3rd, hsu je. Minimum 10-year follow-up of anatomic total shoulder arthroplasty and ream-and-run arthroplasty for primary glenohumeral osteoarthritis. J shoulder elbow surg. 2024 jun;33(6):1276-1284. Doi: 10.1016/j.jse.2023.08.028. Epub 2023 sep 29. Pmid: 37777045. Objective/methods/study data: the purpose of this retrospective study is to present minimum 10-year outcomes in consecutive patients undergoing ream-and-run and anatomic total shoulder arthroplasty (tsa) for primary glenohumeral arthritis. Between 2010 and 2011, a total of 63 patients (45 were males; mean age was 64 ± 9 years) were included in the study. Among these, 34 patients underwent ream-and-run arthroplasty and 29 patients underwent anatomic tsa. In the ream-and-run procedure, a stemmed humeral prosthesis (global advantage; depuy synthes, johnson & johnson, warsaw, in, USA) was secured using impaction autografting with bone harvested from the resected humeral head. The same procedure is performed for patients who underwent a tsa procedure except there is placement of a standard polyethylene cemented glenoid prosthesis with fluted peg (global advantage; depuy synthes, johnson & johnson). The mean follow-up was 10.3 years (range 10-11). Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes global advantage. Adverse event(s) and provided interventions possibly associated with unk shoulder construct global (qty 5): 4 patients underwent a single-stage revision at 6, 7, 27, and 72 months postoperatively for persistent pain or stiffness. Among these, (n=2) had a higher index of suspicion for infection; underwent a complete stem and head exchange. (N=2) underwent downsizing of the head only to improve shoulder motion because of concern for possible joint overstuffing. (N=2) had positive cultures for cutibacterium treated with 6 weeks of intravenous antibiotics followed by oral antibiotics. 1 patient (3%) underwent a manipulation under anesthesia at 6 months.